Manufacturer narrative:
On (B)(6), a health coordinator from the (B)(6), called bio-rad to inquire about liquichek unassayed chemistry containing any infectious disease material in the product. She stated that a technician splashed a small amount of the level 2 control into her eye while pipetting the control from the primary vial into another vial which was going to be placed on an instrument. They had the technician flushed out the eye with water for several minutes. They also conducted the following medical tests: (B)(6). No other detailed information was provided.

Event description:
On (B)(6), a health coordinator from the (B)(6), called bio-rad to inquire about liquichek unassayed chemistry containing any infectious disease material in the product. She stated that a technician splashed a small amount of the level 2 control into her eye while pipetting the control from the primary vial into another vial which was going to be placed on an instrument. They had the technician flushed out the eye with water for several minutes. They also conducted the following medical tests: (B)(6). No other detailed information was provided.